Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use and a fracture on the anterior side of the post. Fragment was not returned. Gouge marks and dents were noted which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown and a condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional fractured. It is unknown if patient retained any broken pieces.